Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 535 mg/dl at the time of incident and the blood glucose level was 300 mg/dl to 500 mg/dl in the past. The customer was assisted with troubleshooting and declined. The customer was treated with manual injection and bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege pump was under delivering. Customer states the cannula was bent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).